Event description:
It was reported following a cardiac catheterization procedure an angio-seal device was deployed during certification training under the direction of the st jude medical sales rep; a pre-deployment femoral angiogram was performed. Approx three hrs later, the pt developed hypotension; a retroperitoneal bleed was diagnosed. The pt underwent surgery where a stitch was placed at the arteriotomy site. The pt tolerated the procedure well and was reportedly recovering.